Event description:
Revision occurred approximately 10 months after the prior revision surgery, which occurred on (B)(6) 2024. The primary surgery occurred on (B)(6) 2022. No fall or other trauma reported. Revision occurred due to pain at the implant site. The surgeon believed the stem might be loose based on pre-operative assessment, but the stem was fully set when checked during the surgery. A 32 mm + 6 humeral stability cup, and a 15 mm locking screw were explanted. These items were replaced with an identical cup.

Manufacturer narrative:
Revision occurred 10 months after the prior revision surgery due to pain at the implant site. No actual, implied, or suspect link to fx product.